Event description:
It was initially reported that the device was explanted after an implant duration of approximately 55.8 months. In 2009 (through follow-up with the health-care provider), it was learned that the device was explanted due to aortic stenosis. No other details were provided.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information was received. The operative report was requested, however, it was noted that it was unavailable. A device history record review is in process.

Event description:
Indication for procedure: acute lead infection. Procedure: left-sided procedure was conducted in the electrophysiology lab. Both fluoroscopy and an arterial line wer used throughout the procedure. The procedure utilized a lld-ez, a 12f, a 14f and 16f sls. Both leads were prepped with a lld-ez. The first lead, a right atrial lead, was extracted using a 12f sls with no difficulty. The physician began lasing the second lead, rv lead, with the 14f sls without success. Upon upgrading to a 16f sls the coil was successfully passed, but the patient's blood pressure suddenly dropped from 140 to 50 within a matter of seconds. The patient was intubated and taken to the or for emergent open-heart surgery. Analysis: the devices used in this case were not retained by the hospital staff for post-procedure analysis by the manufacturer. Lot history reviews found no issues or non-conformances related to the reported event. Patient's outcome: patient is reportedly recovering well.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.